Event description:
While preparing the trocar for use during surgery, the operating room staff noted debris in the trocar. A second trocar was obtained and the second trocar had the same debris. Both trocars had the same lot number. The lot number was pulled from the shelves, and a different lot number was obtained. The debris was inside the clear plastic trocar obturator and appeared to resemble spiraled plastic shreds. Neither trocar had interacted with the patient. There was no patient harm.